Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call indicating that patient insulin pump had damage. Customer's blood glucose at time of incident was 13.3mmol/l. The customer stated that act does not work anymore. Customer stated that pump not dropped or bumped and no contact with fluid. The customer was advised that pump will be returned for analysis. The customer was advised that pump will be replaced.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened button dome switch. No unlock on the lcd keypad connector noted. The insulin pump had cracked battery tube threads and cracked reservoir tube lip.